Event description:
The MFR received info from a third party service ctr alleging the device's battery was not charging. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at a third party service ctr, a failure of the device to charge its internal battery was observed. The device's power mgmt board was replaced to address the issue.